Event description:
Information was received from a manufacturer representative (rep). The rep reported that they were having wireless recharger issues. They said the first recharger did have a series of blinking lights that would not resolve. They attempted a reset by pressing the power button down which did not resolve the issue. Technical services suggested a clinician reset. The caller was going to call back for further troubleshooting. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep reported that the recharger(s) were never given to a patient as they wouldn't work and the 3rd recharger used that worked properly went home with the patient. The cause of the recharging issues/series of blinking lights was not determined. The rep reported that it seemed to be a faulty recharger. For troubleshooting, the rep had done a long hold reset and then the recharger started doing the continuous series of blinking lights (happened to both rechargers). The rep reiterated that the rechargers never went home with the patient as it was determined in the set up prior to the case.

Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.